Manufacturer narrative:
Complaint is not confirmed. Upon visual evaluation, it was noted that the returned device has no issues. However, the broken pieces were not returned for investigation, or photos provided for evaluation. Functional testing noticed that the driver swivelock works as required. No problem found.

Event description:
It was reported that during an acromioclavicular surgery the device got a fracture during screwing into the bone. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.